Manufacturer narrative:
The device was received for evaluation. During functional testing, a close door error was able to be reproduced. A review of the event history log revealed "shut door - power off" messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment link screw. The link screw requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had close door error. This occurred before the first clinical use at the biomed service department. There was no patient involvement. No additional information is available.